Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Not confirmed. The most likely cause for the reported failure can be attributed to user error due incorrect assembly.

Event description:
On 5/5/2022, it was reported by a sales representative via email that an ar-9561-25s univers revers central screw and an ar-9560-24 univers revers baseplate disassociated when surgeon attempted to insert it into the patient's glenoid. Surgeon assembled them but fell apart again during insertion. Another baseplate and central screw were opened, and case was completed without further issues. This was discovered during a procedure. Additional information received on 5/6/2022: this was discovered during a rtsa procedure on (B)(6) 2022. Nothing broke inside the patient and case was completed successfully.